Manufacturer narrative:
One device was received and evaluated. Visual inspection found the pcb was damaged, the enclosure was cracked and leaking, the tank cover was cracked, the interlock block and plate clip were worn, and the line cord failed the electrical safety test. Functional testing confirmed when the alarms were triggered there was no sound from the speaker and the leds were broken off of the pcb. The root cause of the pcb malfunction is undetermined however the broken leds could be attributed to user damage.

Event description:
It was reported that the device was not alarming. There were no sound or lights for over temp or alarm test. No patient involvement was reported.

Event description:
Additional information was received which included the event date and the issue was found during preventive maintenance.